Event description:
On or around 08/14/1999, the account began running auszyme procedure a on the ppc and incubating with auszyme procedure c per package insert. The account recalculated the cutoff and re-evaluated past data with the new cutoff. According to the account, at least 25 samples have been found to be over the new cutoff per auszyme procedure c=0.035. Results received for one sample tested' on 9/17/99 were od=0.039. Specific values for other samples over the new cutoff have not yet been received. No report of injury.